Event description:
It is reported that the device was implanted in 2005. The device disassociated and was revised five months later.

Event description:
It ie reported that the device was implanted on august 5., 2005 . The device disassociated and was revised on january 27, 2006.